Manufacturer narrative:
One brk transseptal needle and stylet were received for evaluation. The needle tip was not returned. The distal tip of the needle assembly had been fractured and detached proximal to the distal tip. However, it was reported that the needle was pre-shaped prior to use. The brk transseptal needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle tip fracture is consistent with not following the instructions for use.

Event description:
During a supraventricular tachycardia procedure, the tip of the needle broke when trying to insert it into the sheath. It was attempted to do the puncture multiple times, but the tip of the needle was worn. The device was exchanged, the fractured needle tip was removed as well, and the procedure was completed with no adverse consequences to the patient. It was confirmed using x-ray that no pieces were left in the patient at the end of the procedure.